Event description:
Approximately 50 minutes into the running of the primary infusion via the alaris smart pump, the pump alarmed. The nurse in trying to address the alarm noted a bulging of the tubing near the top of the silicone section which is contained within the pump module. No IV push medications had been administered via this tubing. Tubing developed a weakened area and began outpouching after it was ran through the pump and hooked up to the patient.this is not the first time we have had this issue with this tubing. Carefusion's stance was that our nursing staff was not following proper clamping sequence so additional education was provided to staff. After we dealt with this so many times we finally just stopped sending the sets in to carefusion and have just instructed staff to throw the tubing away. Because this has been an intermittent problem that has never seemed to completely resolve I think it is time to notify FDA and see if there is any hope of getting carefusion to address what appears to be a design issue.====================== manufacturer response for alaris pump module administration set, alaris pump module administration set (per site reporter).====================== will send a prepaid return label.